Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The lead model and serial number were incorrectly reported on the initial medwatchreport submitted. This has been corrected. Evaluation summary: proximal conductor fractured; full lead returned in segments.

Event description:
It was reported that the lead overdetected and the patient received inappropriate shocks. The lead was replaced. No further patient complications have been reported as a result of this event.